Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer fails to initialize during functional testing. Loss of communication message comes up during an attempted bench systems test. Analyzer found out of electrical specification. (B)(4).